Manufacturer narrative:
As gore was unable to determine which device was involved in the event, if any, additional device(s) implanted include: plc161200/18121294, UDI: (B)(4). Pla260300/17817215, UDI: (B)(4). Plc141000/17984177, UDI: (B)(4). Plc141400/17243082, UDI: (B)(4). A review of the manufacturing records for the device(s) is being conducted.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment and was implanted with five gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2018, the patient was reported to have died. The cause of death was not provided. Further investigation is pending.

Manufacturer narrative:
No additional information was provided despite multiple attempts at further investigation.